Manufacturer narrative:
Updated section h6 and h10: investigation findings and additional manufacturer narrative due to additional information being provided. Technical support specialist (tss) followed up with the customer at a later date and confirmed the customer performed a precision study with results within acceptable range. A precision study determined results were consistent and reproducible. The customer did not provide information on the patient diagnosis or medication. Tss could not identify a device problem, and could not establish the cause of the reported issue. The analyzer is operating as expected.

Event description:
A customer reported discrepant results for estradiol (e2) on the aia-900 analyzer. The patient physician questioned the tosoh analyzer¿s less than 25.0 pg/ml result for patients taking e2 supplements, whereas roche cobas electro chemiluminescent immunoassay analyzer produced different results. The customer stated samples are collected at different sites using serum separator tubes (sst) tubes, allowed to clot and then centrifuged. The serum is then refrigerated and transported in a cooler for 1 hour to the testing location. The customer confirmed the sample tubes are allowed to clot the appropriate time. The customer confirmed no calibration or quality control (qc) issues reported and previous proficiency tests passed. Tosoh product manager was contacted and addressed possible reasons for assay difference, which could include sample dilution, possible interferences which are stated in tosoh analyte application manual (aam), different antibodies from tosoh's estradiol (e2), and roche's elecsys estradiol iii (e3) assays. The customer will not send samples to further investigate but will perform a precision study and contact tosoh for any further assistance. Technical support specialist (tss) will continue to monitor and assist the customer as needed. No further action required by field service. There was no confirmation by the customer of any patient impact due to the discrepant patient results.

Manufacturer narrative:
A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6) and account. There were no similar complaints identified during the search period. The st e2, analyte application manual states the following: procedural notes if a serum or plasma specimen estradiol concentration is found to be greater than the linearity limit of the assay, 3000 pg/ml; the specimen should be diluted with the aia-pack e2 sample diluting solution and re-assayed according to the assay procedure. The recommended dilution for samples containing greater than 3000 pg/ml is 1:10. It is desirable to dilute the serum or plasma sample so that the diluted sample reads between 100 and 500 pg/ml. The dilution factor should be entered into the software. For further information on the dilution of specimens, refer to the aia system operator¿s manual. Limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack e2, the highest concentration of estradiol measurable without dilution is approximately 3000 pg/ml, and the lowest measurable concentration is 25 pg/ml (assay sensitivity). Although the approximate value of the highest calibrator is 3250 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 3000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients with hyperbilirubinemia may yield falsely elevated results. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. Interference: interference is defined, for purposes of this study, to be recovery outside of 10% of the known specimen mean concentration. Added hemoglobin (up to 427 mg/dl), free bilirubin (up to 17 mg/dl) and conjugated bilirubin (up to 1.9 mg/dl) do not interfere with the assay. Lipemia, as indicated by added triglyceride (up to 833 mg/dl), does not interfere with the assay. Protein, as indicated by added albumin (up to 12 g/dl), does not interfere with the assay. Ascorbic acid (up to 20 mg/dl) does not interfere with the assay. Tosoh automated immunoassays utilizing alkaline phosphatase-based technologies should not be used with samples from patients under asfotase alfa treatment. The most probable cause of the reported event could not be established.